Manufacturer narrative:
The evaluation showed, that the bolt in the upper part (backward, right hand side) disengaged. The bushings (rear link) are damaged/missing. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to information provided by the customer there is play in the axis. No fall, no injuries.